Event description:
Add'l info rec'd from MFR 9/23/04: the actual device involved in the incident was returned to b. Braun for evaluation. The set was tested to the appropriate specification and found to be leaking at the solvent bonded joint between the IV tubing and the tubing coupler. A review of the batch record indicated that this lot of product met the required specifications. A historical review of the product incident reports, dating back to 2000, revealed no other reported incidents of this nature against this set, however, there have been other incidents of leakage at solvent bonded joint against other similar sets. The reported incident rate is very low compared to the number of sets released to the field. In co's efforts toward continuous product improvements, co has initiated a corrective action / preventive action request (car #2004-03-001) to address the issue of leakage at solvent bonded joints. The CAPA process will ensure root cause identification, appropriate corrective action and follow-up to confirm corrective action effectiveness. Additional controls have already been implemented to the solvent bonding process including changing of the solvent every four hours and utilizing different solvent dispensers which provide better solvent application.

Event description:
Filter flow in adminstration set leaks at green rubber connection on tubings, tubing lot #060507910. Leaked with 1st time usage.